Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw driver broke off during surgery while installing a screw. The tip was retrieved from the screw head and an alternative driver was used to complete the procedure. There were no reported patient impacts.

Manufacturer narrative:
UDI: (B)(4). Additional information: method, results, and conclusions - the returned device was examined. As stated in the complaint, the driver fractured during insertion. It is possible that the driver was not fully seated or the patient had very hard bone which required a higher application or torsion force to install the screw and could have caused the fracture. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.

Event description:
It was reported that the tip of a screw driver broke off during surgery while installing a screw. The tip was retrieved from the screw head and an alternative driver was used to complete the procedure. There were no reported patient impacts.